Event description:
On 02/12/2025, it was reported by a sales representative via (B)(4) that an ar-1204as-95 flipcutter ii was started off bone and fell apart. This occurred during use in a case with no patient effect. All fragments were removed and it was a minor delay to get a new flipcutter 2, but otherwise there was no significant delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.